Event description:
Customer reported that when she went to plug the power cord to her pump into the outlet, the power cord started sparking. The pump will not turn on with the power cord, but works fine using the battery pack. Customer indicated the wires were frayed towards the end of the cord.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer. The original power cord was not returned by the customer. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, and eval will be performed and a supplemental medwatch submitted at the time. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.